Event description:
Customer reported two of the reaction images (anti-b and anti-d) on a confirm assay on the echo appeared blacked out. Customer stated the reactions were graded as negative and equivocal although the reaction images were blacked out.

Manufacturer narrative:
Review of the faxed information displayed anti-b and d well images were indeed blacked out as described by the customer. A investigation was conducted and identified a need to adjust the maximum background score used for camera image analysis. This issue will be addressed in a future technical communication.